Event description:
Anapach burr qd8-4dc diamond burr coating de-leminated during use. Wound irrigated and diamond coating removed from wound. This occurred 3 times on three different pts.

Event description:
Anspach burr qd8-4dc diamond burr coating de-laminated during use. Wound irrigated and diamond coating removed from wound. This occurred 3 times on three different pts.

Event description:
Anspach burr qd8-4dc diamond burr coating de-leminated during use. Wound irrigated and diamond coating removed from wound. This occurred 3 times on three different pts.